Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys. Model #: mc1avr1-delsys / expiration date: 28-aug-2022 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 25-mar-2021 labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced hypotension, tamponade and possible perforation. An echocardiography showed a pericardial effusion. Pericardiocentesis was attempted but this proved unsuccessful. This was followed by a pericardial window procedure in the electrophysiology (ep) lab. The patient was intubated and transported to the intensive care unit (ICU) with the pericardial drain in place. The leadless ipg was successfully implanted in the septum of the right ventricle. Medication was administered and blood transfusion, medical and surgical intervention were required. No further patient complications have been reported as a result of this event.